Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003, the patient presented with pre-op diagnosis of degenerative disk disease at l5-s1. The patient underwent following procedures: 1. Retroperitoneal approach to an anterior l5-s1 discectomy for decompression. 2. Anterior lumbar interbody fusion with lt cages and bone morphogenic protein. 3. Fluoroscopic guidance. 4. Emg monitoring. Per op note, ¿..then the lt cages were screwed into the disk space at l5-s1 and countersunk a few millimeters. After this was all done, the bone morphogenic protein was mixed onto a collagen sponge and given several minutes to bind to the sponges. After this was completed, the collagen sponges bound to the bone morphogenic protein were placed in the cages bilaterally. Before placing the bone morphogenic protein, copious quantities of bacitracin normal saline irrigation was performed. ¿ (B)(6) 2004, the patient presented with pre-op diagnosis of degenerative disk disease at l3-4 and l4-5 with concordant pain on discography and marked internal disruption of the disks on CT scan. The patient underwent following procedure : 1. Bilateral l3-4 and l4-5 laminotomy, foraminotomy, and diskectomy for decompression. 2. Posterior lumbar interbody fusion at l3-4 and l4-5 with precut bone bank bone. 3. Posterior spinal fusion l3 to ls with xia instrumentation and a right iliac crest bone graft with reconstitution of the iliac crest bone with cancellous bone bank chips. 4. Fluoroscopic guidance was used. 5. Emg monitoring was used. Per op notes, precut bone bank bone grafts were inserted at l3-4 and l4-5 bilaterally under fluoroscopic guidance and countersunk a few millimeters with impactor and mallet. Flex was placed over the bone graft bilaterally at l2-3. Emg monitoring that had been done throughout the procedure showed no sign of nerve (B)(6) 2005, the patient presented with pre-op diagnosis of cervical spondylosis and stenosis at c5-6 and c6-7 with cervical radiculopathies at c6 and c7 and a herniated disk at cs-6 and c6-7. The patient underwent acdf c5-7 for decomp w/ precut bone bank and a plate . Per op notes, ¿ .. A trial was used to measure the distance between c5 and c6. A 7-mm large preen! Bone-bank bone graft was chosen, covered with some precut bone bank and tapped into the interspace ofc5-6 with impactor and mallet and countersunk a few millimeters with impactor and mallet. The pin was removed from c5 and bone wax was placed in the pin site. .then, a 6-mm trial was chosen and a 6-mm large precut bone bank bone graft was chosen and placed in the c6-7 interspace and countersunk with impactor and mallet. ¿ (B)(6) 2006, the patient presented with pre-op diagnosis of right carpal tunnel syndrome and underwent ¿right carpal tunnel release¿ procedure .